Event description:
It was reported that this patient received five electric shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of device episode data, it was determined that this was due to oversensing of sinus tachycardia which makes the shocks inappropriate. It was noted that the patient experienced a stressful situation during the episode and was not symptomatic. This system was programmed in the alternate vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.